Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device failed to display a w-1 cartridge low warning and e-1 cartridge empty message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.